Event description:
Reportedly this pump was programmed for an infusion of blood to a 400 gram neonate. The intended infusion was for 9.6ml to infuse over 3 hours. The nurse returned to the neonate after and checked the infusion after approx 30 minutes had elapsed from the start. The nurse found that the syringe was nearly empty. The neonate had no other issues or treatment immediately after this infusion. The neonate was placed back on a ventilator later that day (this is reported likely to not be related to the infusion). The pump was sent to biomed in the locked mode to be checked. Biomed confirmed that there were no abnormalities with setup of the syringe, and that the pump "ran fine".